Event description:
It was reported that the right atrial (ra) lead was noted on electrograms with noise and fluctuating impedance measurements. The physician elected to continue monitoring. A few months later, a transmission revealed atrial noise reversions and inappropriate automatic mode switch (ams) due to atrial lead noise. Further testing was anticipated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted (B)(6) 2013; 1458q86 st jude lead, implanted (B)(6) 2013. (B)(4).